Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Per the hill-rom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Examine and test the communication junction box. Do a test on the sidecom communication system features for correct operation. Inspect the communication cable, inclus the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Field mod z-1816-2017 was issued april 12, 2017 to update the software on the existing products in the field. The anticipated completion date of this field mod is august 2017. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).